Manufacturer narrative:
The reported event intake: dr. (B)(6) reported "on the 4th pass, the j&j cerenovous embotrap was approximately 2/3 into the q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02, when it became entangled". He removed both walrus and embotrap from the patient as a unit. The 92 yo patient expired post-procedure. Per the reported event intake, the q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02 performed as required using the j&j cerenovous embotrap for the initial 3 attempts of the procedure, and complications with one of the devices occurred during the 4th attempt. The instructions for use (IFU) for the j&j cerenovous embotrap was reviewed as part of the investigation. The j&j cerenovous embotrap IFU states "do not attempt more than three retrieval attempts in one vessel." Analysis of the returned q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02 found severe damage to the catheter lumen and lining stemming from a severe compression incident. A sterile j&j cerenovous embotrap et009533 lot 18k057av was utilized to reproduce the event. The j&j cerenovous embotrap et009533 lot 18k057av was successfully pulled through the q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02 which demonstrated that there was no occlusive aspect to the walrus catheter that would cause the j&j cerenovous embotrap to become entangled; therefore, the likely cause of the reported event was from a structural failure of the j&j cerenovous embotrap outer cage when being manipulating within the q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02 during the 4th attempt the j&j cerenovous embotrap product was not returned to q'apel medical and could not be evaluated.

Event description:
Dr. (B)(6) reported "on the 4th pass, the j&j cerenovous embotrap was approximately 2/3 into the q'apel medical walrus balloon guide catheter, bg8087-095, lot fg220110j-02, when it became entangled". He removed both walrus and embotrap from the patient as a unit. The 92 yo patient expired post-procedure.